Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17659901) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure, it was reported when implanting the stent and used the powerflex pro pta balloon catheter (5mm4cm 135) to post-expand, the balloon burst before the normal working pressure. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast media used in the procedure was a non-cordis product. The contrast to saline ratio was 1:1. The inflation device used in the procedure was a non-cordis indeflator. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The device was not fractured, separated or broken when removed from patient. The product will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections d10, g4, h2, h3 and h6 have been updated accordingly. During an interventional procedure, it was reported when implanting the stent and using the powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (5mm4cm 135) to post-dilate, the balloon burst before the normal working pressure. The product was removed intact (in one piece) from the patient. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop or removing protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prepped normally with no anomalies. The contrast media used in the procedure was a non-cordis product. The contrast to saline ratio was 1:1. The inflation device used in the procedure was a non-cordis indeflator. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was not fractured, separated or broken when removed from patient. One non-sterile powerflex pro 5mm4cm 135 balloon catheter was received for analysis coiled inside a plastic bag. The balloon had been previously inflated/ deflated. Per visual analysis, no damages could be noted. A functional test was performed on the balloon unit as received. Leakage due to pin hole at proximal seal area was observed. Scanning electron microscope (sem) analysis was performed to the received balloon unit to identify the possible root cause of the pinhole on the balloon. Sem analysis results showed that the external surface of the balloon presented evidence of scratches and abrasion marks near the balloon pinhole. It is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the pin hole found on the received balloon. The internal surface of the balloon did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17659901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the pinhole could not be determined during analysis. Based on the information available for review, vessel characteristics (although not provided) may have contributed to the burst as evidenced by the abrasions noted on the outer surface during analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.